Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information requested but unavailable: can you clarify ¿branche broken?¿ was ¿branche broken¿ part of the alert screen on the generator? Please clarify the alert screen received. If no: did the blade tip break off? Did the tissue pad melt or only lift up but is still hanging on and attached to the device (nothing fell off of the device)? Or, did the entire tissue pad completely fall off of the device? Did any piece fall into the patient? If yes, was the piece retrieved? If yes, did this cause a change in the plan of care for the patient?

Event description:
It was reported that during an unknown procedure, there an error code: device unknown, branche broken. No further information. No patient outcome.

Manufacturer narrative:
(B)(4). Batch # p93h2k. Device analysis: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. No communication issues were observed at any time during the test. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint. Additional information was requested and the following was obtained: can you clarify ¿branche broken?¿ was ¿branche broken¿ part of the alert screen on the generator? Please clarify the alert screen received. The generator didn´t know the device did the blade tip break off? Yes. Did any piece fall into the patient? No.